Event description:
It was reported that a system error occurred during the operation to implant a pacemaker. The innova 3100 stopped and provided an error code and was unable to produce fluoro x-rays. The operation was continued by using another machine. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.